Event description:
It was reported that the customer had high blood glucose levels (551 mg/dl). Customer changed his infusion set and cartridge and noticed insulin above the skin. Pump passed delivery sys check. Customer took a correction bolus to stabilize his blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental report will be submitted.